Event description:
The customer reported that the system shut down without command during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The workstation power cord wire was repaired. The system was tested and found to be working as intended and put back into service.